Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic or recurrent)"), fallopian tube perforation ("the location of the perforation: fallopian tube") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left tube she stated that it was inserted crooked." And device difficult to use "doctor struggled with the placement in the left tube". The patient's past medical history included multigravida, parity 2 (B)(6) 1991 and (B)(6) 2013 and ectopic pregnancy. Concurrent conditions included overweight, uterine bleeding, essential hypertension, lymphadenopathy, blood pressure increased, uterine fibroids and hyperlipidemia. Concomitant products included atenolol, labetalol and nifedipine for hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches- piercing") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe and persistent abdominal cramping / abdominal pain- severe and persistent, piercing, cramping, stern"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), pain ("body pain"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("hands pain"), fatigue ("fatigue"), dizziness ("dizziness"), depression ("depression"), alopecia ("hair loss") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (underwent salpingectomy), surgery (bilateral salpingectomy) and physical therapy (exercise). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain lower, allergy to metals, hypersensitivity, pain, back pain, arthralgia, pain in extremity, abdominal pain upper and mental disorder outcome was unknown, the genital haemorrhage, dizziness, headache and depression had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received treatment for cramping in abdomen (laparoscopic appendectomy; (B)(6) 2014) and salpingectomy. Current weight: 180. Date of removal discrepancy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: on (B)(6) 2014 : hysterosalpingogram was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic or recurrent)"), fallopian tube perforation ("the location of the perforation: fallopian tube") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left tube she stated that it was inserted crooked." And device difficult to use "doctor struggled with the placement in the left tube". The patient's past medical history included multigravida, parity 2 (07jun1991 and 24dec2013) and ectopic pregnancy. Concurrent conditions included overweight, uterine bleeding, essential hypertension, lymphadenopathy, blood pressure increased, uterine fibroids and hyperlipidemia. Concomitant products included atenolol, labetalol and nifedipine for hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches- piercing") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe and persistent abdominal cramping / abdominal pain- severe and persistent, piercing, cramping, stern"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), pain ("body pain"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("hands pain"), fatigue ("fatigue"), dizziness ("dizziness"), depression ("depression"), alopecia ("hair loss") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (underwent salpingectomy), surgery (bilateral salpingectomy) and physical therapy (exercise). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain lower, allergy to metals, hypersensitivity, pain, back pain, arthralgia, pain in extremity, abdominal pain upper and mental disorder outcome was unknown, the genital haemorrhage, dizziness, headache and depression had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received treatment for cramping in abdomen (laparoscopic appendectomy; (B)(6) 014) and salpingectomy. Current weight: 180 date of removal discrepancy-(B)(6) 2017, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: on (B)(6) : hysterosalphingogram was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new event: fallopian tube perforation was added. Reporter, concomitant disease, lot no was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic or recurrent)') and fallopian tube perforation ('the location of the perforation: fallopian tube') in a 42-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left tube she stated that it was inserted crooked." And device difficult to use "doctor struggled with the placement in the left tube". The patient's medical history included multigravida, parity 2 ((B)(6) 1991 and (B)(6) 2013) and ectopic pregnancy. *on (B)(6) 2014 : hysterosalphingogram was done. Concurrent conditions included overweight, uterine bleeding, essential hypertension, lymphadenopathy, blood pressure increased, uterine fibroids and hyperlipidemia. Concomitant products included atenolol, labetalol and nifedipine for hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"), dizziness ("dizziness"), headache ("headaches- piercing"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). In 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe and persistent abdominal cramping / abdominal pain- severe and persistent, piercing, cramping, stern"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), pain ("body pain"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("hands pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and device dislocation ("migration"). The patient was treated with physical therapy (exercise) and surgery (bilateral salpingectomy and underwent salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain lower, allergy to metals, hypersensitivity, pain, back pain, arthralgia, pain in extremity, abdominal pain upper, mental disorder and device dislocation outcome was unknown, the genital haemorrhage, dizziness, headache and depression had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, device dislocation, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received treatment for cramping in abdomen (laparoscopic appendectomy; (B)(6)2014) and salpingectomy. Current weight: 180 date of removal discrepancy-(B)(6) 2017, leave from work: depression and anxiety in 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram.on (B)(6) 2014: . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic or recurrent)') and fallopian tube perforation ('the location of the perforation: fallopian tube') in a 42-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left tube she stated that it was inserted crooked." And device difficult to use "doctor struggled with the placement in the left tube". The patient's medical history included multigravida, parity 2 ((B)(6) 1991 and (B)(6) 2013) and ectopic pregnancy. On (B)(6) 2014 : hysterosalphingogram was done. Concurrent conditions included overweight, uterine bleeding, essential hypertension, lymphadenopathy, blood pressure increased, uterine fibroids and hyperlipidemia. Concomitant products included atenolol, labetalol and nifedipine for hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"), dizziness ("dizziness"), headache ("headaches- piercing"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). In 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe and persistent abdominal cramping / abdominal pain- severe and persistent, piercing, cramping, stern"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), pain ("body pain"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("hands pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and device dislocation ("migration"). The patient was treated with physical therapy (exercise) and surgery (bilateral salpingectomy and underwent salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain lower, allergy to metals, hypersensitivity, pain, back pain, arthralgia, pain in extremity, abdominal pain upper, mental disorder and device dislocation outcome was unknown, the genital haemorrhage, dizziness, headache and depression had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, device dislocation, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received treatment for cramping in abdomen (laparoscopic appendectomy; (B)(6) 2014) and salpingectomy. Current weight: 180, date of removal discrepancy-(B)(6) 2017, leave from work: depression and anxiety in 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- device migration, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic or recurrent)") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor struggled with the placement in the left tube" and device physical property issue "the left tube she stated that it was inserted crooked.". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1991 and (B)(6) 2013) and ectopic pregnancy. Concurrent conditions included overweight. Concomitant products included atenolol, labetalol and nifedipine for hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain upper ("stomach pain") and headache ("headaches- piercing"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), abdominal pain lower ("severe and persistent abdominal cramping / abdominal pain- severe and persistent, piercing, cramping, stern"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction"), pain ("body pain"), arthralgia ("knee pain"), back pain ("back pain"), pain in extremity ("hands pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (underwent salpingectomy) and physical therapy (exercise). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain upper, allergy to metals, hypersensitivity, pain, arthralgia, back pain, pain in extremity and mental disorder outcome was unknown, the genital haemorrhage, depression, headache and dizziness had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dizziness, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received treatment for cramping in abdomen (laparoscopic appendectomy; (B)(6) 2014) and salpingectomy. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2014 : hysterosalpingogram was done. Most recent follow-up information incorporated above includes: on 22-nov-2017: all event added, concomitant drug, historical drug, lot number, reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.